Event description:
Customer reported that the buttons on the insulin pump are difficult to push and she received a button error. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive act and escape buttons due to a flattened dome. No button error alarms were noted. No cosmetic damage was noted.